Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it has performed to specification up to (B)(6) 2010. The data obtained from the device showed evidence that the device failed an auto self-test on (B)(6) 2012 and it left in fault mode until (B)(6) 2012. During this period, the software version was changed from 3.0.6 to 3.2.0. Investigation did not confirm a fault with the device membrane and in this event there is insufficient evidence to indicate the device was switching itself on. However, the failed self-tests were due to a voltage fluctuation due to failing pogo-pins. The returned pad-pak from lot 739 was found not to have fully depleted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.